Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no abnormalities. During the functional testing, it was confirmed that when the main switch of the main unit was switched to cmv mode, oxygen continued to come out from the outlet without switching between exhalation and intake. The cause of the issue was found to be due to the o-ring material/hardness of input manifold. Inspiration and exhalation did not switch and oxygen gas continued to come out of the outlet of main unit. The input manifold was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1 - initial reporter email and last name unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was a continuous flow. There was no patient involvement and no patient harm reported.